Event description:
It was reported that the needle broke and detached from the bd saf-t-intima¿ IV catheter safety system after pulling out the guidewire. The following information was provided by the initial reporter, translated from french: "after placement of a subcutaneous catheter, the guide wire was pulled out but the needle came out of the "secured chamber"."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the needle broke and detached from the bd saf-t-intima¿ IV catheter safety system after pulling out the guidewire. The following information was provided by the initial reporter, translated from french: "after placement of a subcutaneous catheter, the guide wire was pulled out but the needle came out of the "secured chamber"."